Event description:
It was reported to lifecell by (B)(6) that following bilateral capsulectomy, lifecell devices were implanted to support breast implants on (B)(6) 2013. The patient presented with massive seromas bilaterally, on separate occasions ((B)(6) 2013). Left breast was reported to also have, "spontaneous fistula with acute signs of infection." Right breast also had spontaneous dehiscence of the inframammary fold. The surgeon visualized that sutures were intact; however, the right device was torn apart, no longer existent as a consistent material, and very thin with no stability or strength. Lifecell devices and implants were removed bilaterally via separate procedures. Intra-operative swab cultures from both breasts showed no growth. The surgeon stated that "in the case of this patient, a longer drainage duration probably would have led to a better outcome."

Manufacturer narrative:
(Follow up #1 update with new information) based on the provided information and internal investigation, there is no direct link of the event to the lifecell devices. There was a fistula/conduit from the wound site to the skin surface. The wound infection is a secondary infection related to the fistula/conduit. Seroma is an anticipated postoperative complication related to this procedure; nonincorporation is often associated with seroma, as seroma can cause poor apposition of the device. No malfunction or serious injury related to the device is reported. The infection is unrelated to the lifecell device, as per the pathologist's analysis. Lifecell originally reported the event in an abundance of caution and the conclusion of this report has not changed following evaluation of the additional information.

Event description:
This medical device report represents follow up #1 and contains updates. As previously reported, following a bilateral breast capsulectomy, strattice was implanted to support breast implants. The patient presented with massive seromas bilaterally, on separate occasions. Left breast also had spontaneous fistula with acute signs of infection. Right breast also had spontaneous dehiscence of the inframammary fold. Based on the information as provided, including additional information received on 14 january 2014, after the manufacturer's incident report was submitted, an infection has been reported. The infection, however, is unrelated to the lifecell device, as per the pathologist's analysis provided by the patient's care team. The pathologist's comments are a summary of 3 culture reports: only the left breast had a sparse amount of skin flora detected from the swab specimen. There was a fistula/conduit from the wound site to the skin surface. The wound infection is a secondary infection related to the fistula/conduit.

Manufacturer narrative:
Model# 0816001eu; lot# s11234-207; explant date: (B)(6) 2013. Our investigation of lot s11026 includes: method: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s11234. Results: review of the device history records revealed no deviations during the production of lot s11234 that is associated to the event. The lot met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. To date, no other similar complaints have been reported to lifecell against lot s11234. To date, of the (B)(4) devices processed for lot s11234, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. Conclusion: the devices were not returned for evaluation. The investigation of infection was limited to the reported clinical information. Cultures from both breasts, done on two separate occasions, showed no growth. The devices were terminally sterilized. Seroma is an anticipated postoperative complication related to this procedure; non incorporation is often associated with seroma, as seroma can cause poor apposition of the device. No malfunction or serious injury related to the device is reported. No malfunction or serious injury related to the device is reported. As per our internal investigation of the lot, the devices met qc criteria for release. No other similar complaints were reported against the lot. Based on the provided information and internal investigation, there is no direct link of the event to the lifecell devices. The patient's condition, including massive seromas and post-operative wound management, may have contributed to the event. Lifecell reports the event in an abundance of caution. Device not returned for evaluation.